Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2011 after the use of the product and subsequently expired.

Event description:
The plaintiff's attorney alleged after routine dialysis treatment, the pt went into cardiac arrest and was treated at the hospital. Add'l info received noted close to three years later, the pt experienced another cardiac event and expired, all which are alleged to have been caused by the product.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated MDR #2937457-2014-01248, 1225714-2014-05192 and 1225714-2014-05193.